Event description:
Device 2 of 2: reference MFR. Report # 3006705815-2018-03092. It was reported that a procedure was abandoned due to physician being unable to advance the lead. Postoperatively, patient is doing well.